Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking between an IV tubing and a non-carefusion/bd connector during an unspecified infusion. Although requested, additional information is not available; there was no patient harm.